Manufacturer narrative:
(B)(4). Date sent: 6/20/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Staple line issues: no anomalies were detected with the staples. 2. Bleeding control: controlled with prolene sutures during open surgery 3.estimated blood loss: 2 liters. 4. Five units of blood were transfused. 5. Type of oozing: aortic hemorrhage. Patient have recovered. 7. Post-operative impact: required conversion to open surgery, resulting in longer hospital stays, increased need for pain management, and blood transfusions. 8. Device firing: yes, the firing sequence was completed. The renal artery was properly positioned between the two marked lines. A waiting time of 15 seconds was respected before firing. Staples were delivered and formed correctly. The staple line was complete. 9. Yes, the device did cut. Yes, the cut line was complete. No issues such as jagged edges, dull knife, or irregularities were detected. 10. Device opening difficulty: no difficulties encountered when opening the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during q laparoscopic procedure went uneventful; but unfortunately 10 hours postoperatively, the patient developed hemorrhagic shock and required emergency reoperation (open surgery). We found significant internal bleeding from the staple line on the aorta, which was successfully managed and patient received 5 units of blood.